Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of unintended rate change while infusing bivalirudin was confirmed in review of the logs and the error was replicated during testing. Functional test results using key press replication from the pcu and pump module event logs determined that the user pressed an invalid key while reprogramming an infusion, increasing the dose and rate. No errors or anomalies were observed during the testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. The suspect pcu and pump module logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date was reported to be (B)(6) 2025 and the time at approximately 0711 (7:11 am). During the review of the logs, it was determined that the analysis would be performed from (B)(6) 2025 to (B)(6) 2025, because those were the dates on which the drug, the change of dose and the change of rate reported by the facility was observed. At 5:36 pm on (B)(6) 2025 the suspect pcu was power on, and a pump module connected with label c, pvi = 0 ml. At 5:40 pm the suspect pump module was programmed for a primary infusion with drug = bivalirudin, patient weight = 5.6 kg, diluent volume = 1 ml, dose amount = 5 mg and dose = 0.41 mg/kg/h. Rate = 0.4592 ml/h and vtbi = 15 ml; pvi = 0 ml, the infusion lasted thirty-three (32) hours with forty (40) minutes and 14.787 ml is infused. At 1:55 on (B)(6) 2025 the infusion was paused and put on standby for fifteen (15) minutes. At 2:10 am the suspected pump module was reprogrammed for a primary infusion with drug = bivalirudin and dose = 0.41 mg/kg/h. Rate = 0.4592 ml/h and vtbi = 0.213 ml; pvi = 14.787 ml, the infusion completely lasted thirty (30) minutes and 0.216 ml is infused. At 2:38 am the pump module was programmed for a primary infusion with drug = bivalirudin, patient weight = 5.6 kg, diluent volume = 1 ml, dose amount = 5 mg and dose = 0.41 mg/kg/h. Rate = 0.4592 ml/h and vtbi = 10 ml; pvi = 14.787 ml, the infusion lasted five (5) hours and 2.296 ml is infused. At 7:08 am during infusion reprogramming, the key up was pressed, increasing the rate and dose. At 7:11 am the pump module was reprogrammed for a primary infusion with drug = bivalirudin and dose = 0.5357 mg/kg/h. Rate = 0.6 ml/h and vtbi = 7.93 ml; pvi = 17.083 ml, the infusion lasted one (1) hour with ten (10) minutes and 7.928 ml is infused. At 8:24 pm the pump module was programmed for a primary infusion with drug = bivalirudin, patient weight = 5.6 kg, diluent volume = 1 ml, dose amount = 5 mg and dose = 0.5357 mg/kg/h. Rate = 0.6 ml/h and vtbi = 25 ml: pvi = 25.013 ml. No external or internal conditions were identified during the inspection of the suspected pcu and pump module that could be associated with the issue reported in this complaint. All inspected parts were manufactured by bd. Per the alaris directions for use (dfu v12.3), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.1 states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)). Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect pump module s/n (B)(6) (w/o: (B)(4)). Device opened for investigation, please re-torque all screws. The repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. Root cause: the root cause of the reported unintended rate change while infusing bivalirudin was identified as invalid manual key press. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unintended rate change while infusing bivalirudin. Per report, on (B)(6) 2025 at approximately 0711 the infusion dose was changed from 0.41mg/kg/hr to 0.536 mg/kg/hr. The infusion was programmed manually using guardrail drug library. In addition, milrinone was currently running at the time of the event. There was patient involvement, but no harm.